Event description:
From 2009, sample 2 from a male: original result was 3.5, repeat result from the next day, was 1.2 and from another analyzer 0.8. The user did not think the patients had been treated or affected by the erroneous results and stated, the doctors have not provided her with any information concerning adverse affected on any of the patients.

Event description:
User states they had four patient creatinine results that a physician called about stating they were too elevated based on the patient's previous results. Two of these results were considered discrepant. All results are in mg per dl. From 2009, sample 1 from a male: original result was 2.1, repeat result four days later, was 1.1 and repeat result from another analyzer was 0.8. The user did not think the patients had been treated or affected by the erroneous results and stated the doctors have not provided her with any information concerning adverse affected on any of the patients.

Manufacturer narrative:
The field service representative could not find a cause and noted check tests were performed and all results were within specification.

Manufacturer narrative:
The field service representative could not find a cause and noted check tests were performed, and all result were within specification.